Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Caller initially faced issues with the case on the pump and a misplaced o-ring but was guided to remove the case and o-ring. After cleaning the area and reloading the cartridge, the caller successfully resumed insulin therapy.